Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt started experiencing hemolysis with lactate dehydrogenase (ldh) between 700-800. The pt was maintained on inotropes and epinephrine and was upgraded to status 1a for a heart transplant. Multiple echocardiograms showed aortic valve (av) opening, with severe aortic insufficiency (ai). The pt received a cardiac transplant.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.